Manufacturer narrative:
(B)(4). Upon completion of the evaluation or in the event additional information is received a follow-up report will be submitted. (B)(4)

Event description:
The customer reported that the ventilator alarmed ventilator inoperable and motor fault. The reported issue did not occur on a patient and there was no reported patient harm.